Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6). Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 76-year-old male patient (61kg) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Cavotricuspid isthmus (cti) was started around 12:30 and around 13:15, the physician noticed a decrease in blood pressure (decreased to at least the 30 s). The pericardial fluid was confirmed with a soundstar eco catheter. A pericardiocentesis was performed. Atrial septal puncture was performed. Ablation was performed before the pericardial effusion. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was high flow under 30w 8ml/min, 31~50w 15ml/min, low flow 2ml/min, pre rf time 2sec, post rf time 3sec. The physician performed pericardiocentesis using heparin reverse with protamine. After that, sbp returned to the 100 level. There were no product malfunctions observed before/during the procedure. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that when the ablation was performed while pulling the catheter during the ablation of cti, ai value increased to 533. The patient outcome of the adverse event was improved. The patient did not require extended hospitalization because of the adverse event. The generator used was the smartablate. A transseptal puncture was performed with a rf needle. Prior to noting the cardiac tamponade, ablation was performed. The correct catheter settings were selected on the generator and the pump switching from low to high flow during ablation. No error message observed.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Section h3. Has been updated. A manufacturing record evaluation (mre) was performed for the finished device and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).